Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018, it was reported that the patient experienced an intestinal volvulus. In (B)(6) 2018, the patient again experienced an intestinal volvulus and was hospitalized. In (B)(6) 2018, the patient underwent an intestinal resection due to the intestinal volvulus. The peg and j tube remained in place and treatment with duodopa continued. In (B)(6) 2018 after the intestinal resection, the stitches had "jumped" causing peritonitis. On (B)(6) 2018, the patient died due to the intestinal volvulus, intestinal resection, and peritonitis. It is unknown if an autopsy was performed. A reporting neurologist considered a possible correlation between the j tube and the second episode of intestinal volvulus.